Manufacturer narrative:
(B)(4)

Event description:
It was reported that multiple episodes of non-sustained rv oversensing due to loss of capture were observed. The non-dependent patient was asymptomatic. The lead was capped and replaced on (B)(6) 2016 due to oversensing. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found. Correction: the analysis was already reported in manufacturer report 2017865-2017-36244.